Event description:
It was reported that the cylinder was leaking fluid. No adverse consequence alleged.

Manufacturer narrative:
Leak. The device is enroute to our manufacturing facility for evaluation. If further relevant info is gathered based on the evaluation, a follow up MDR will be submitted.